Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device log shows that a cable fault occurred because the multifunction cable (mfc) was loosely connected to the device during defib mode. This caused the first two charge attempts to fail. Once the fault was corrected, the device functioned normally, completing seven successful charges with no further faults. The device was tested using the returned multifunction cable, CPR adapter, and pads by bench handling and charging and discharging on a simulator, with no discrepancies observed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.